Manufacturer narrative:
(B)(4). The devices will not be returned for evaluation. The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
According to the reporter, during a gastrectomy the surgeon was unable to attach the eeaorvil25 to the eea28, using 3 different eeaorvil25s with three different eea28 devices. The surgeon tried three times and there was associated unanticipated tissue loss of 3-6cm. A thoracic surgeon was called in to perform a thoracotomy to anastomose the esophagus to the stomach. The surgery was extended by more than one hour. There was intraoperative bleeding greater than 500cc. The patients hospital stay was longer than anticipated.

Manufacturer narrative:
(B)(4). Follow-up information received on 12/08/2015 specified the device used was the eeaxl2535, not the eea28. (B)(4).